Event description:
It was reported that the helix of the leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection revealed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. Further analysis performed indicated normal functionality. A review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. A longevity assessment was performed, and device was in normal range of operation with appropriate remaining longevity.